Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Investigation revealed a fracture in the shaft material just proximal to electrode ring 3. Additionally, a blood-like substance was noted on the inside of the shaft material between electrodes 1 and 2. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.